Event description:
An x-ray indicated that, the pt had only partial insertion of the electrode array. The pt has been monitored by the center. Surgery to re-position the pt's electrode array has been scheduled.